Manufacturer narrative:
A medtronic representative went to the site and replaced the system's power supply. This resolved the issue, so the other parts sent for issue resolution were returned unused. Evaluation of each part as follows: the staff monitor was observed for possible intermittent blank screen. The image was normal. No blank screen was observed during testing. Unable to confirm complaint. The power supply displayed an electrical fault. When connected to ac it was found that the 28vdc and +12v outputs measured in the normal range. The 9vac, +9v and +5v outputs had no output. A video splitter and monitor cable were also sent, but returned unused. On (B)(6) 2015 after replacing the monitor and power supply the medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Issue resolved.

Event description:
A registered nurse reported that both of the s7 system's monitors were black (no display) on system boot-up. The computer fan appeared to be running. They restarted the system twice and reconnected the external monitor to staff cart cable without resolution. The surgeon opted to reschedule the surgery as the navigation system was required for the procedure. Surgery was discontinued post anesthesia and prior to incision.

Manufacturer narrative:
The confirmed failure of the power supply will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿